Event description:
It was reported that during a da vinci hysterectomy procedure, damage to the patient's bowel may have occurred. No other information concerning the reported event has been provided.

Manufacturer narrative:
Corrected information can be found in section type of reportable event. Initial MDR was inadvertently sent with incorrect information in type of reportable event.

Manufacturer narrative:
The site has been contacted for additional information related to this event. However, no additional information has been provided, therefore, the root cause of the reported event cannot be determined. A follow-up MDR will be submitted if additional information is received.